Event description:
"Safer placed on behalf of rn caring for patient: rn noted large air bubble past 1.2 micron (lipid) filter. Required detaching lipids line from patient in order to get air out. So decision was made to remove current filter and place new filter. Air did not reach patient. Filter was sequestered and is in apsm/educator's office on cart for pick-up." Manufacturer response for 1.2 micron (lipid) filter, 1.2 micron (lipid) filter (per site reporter). [Redacted date] sample picked. [Redacted date] emailed [redacted name].